Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the port was placed and removed approximately three years after, as the catheter had detached. It was reported that there had been complications flushing and infusing during the later stages of using the port and as treatment was coming to an end, the port was removed. Incidentally it was found during port removal that approximately 10 cm of the end of the catheter was missing and had migrated to the heart. Procedure to remove the catheter from the heart was unsuccessful and bleeding around the heart occurred. It was later removed successfully. There was reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. MDR 2020394-2018-01446 was found to capture the same event as MDR # 3006260740-2018-03012. Going forward, any additional information received will be captured on MDR # 3006260740-2018-03012.

Event description:
It was reported that the port was placed and removed approximately three years after, as the catheter had detached. It was reported that there had been complications flushing and infusing during the later stages of using the port and as treatment was coming to an end, the port was removed. Incidentally it was found during port removal that approximately 10 cm of the end of the catheter was missing and had migrated to the heart. Procedure to remove the catheter from the heart was unsuccessful and bleeding around the heart occurred. It was later removed successfully. There was reported patient injury.